Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior & interior of the catheter. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 27.2cm from iab tip. Additionally, one catheter kink was also observed closest to the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after the insertion of the intra-aortic balloon (iab), there was an alarm of helium leakage and soon after that blood in catheter was noticed. On emergency, replaced with a new catheter. It was found that shaft of catheter was broken. There was no injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after the insertion of the intra-aortic balloon (iab), there was an alarm of helium leakage and soon after that blood in catheter was noticed. On emergency, replaced with a new catheter. It was found that shaft of catheter was broken. There was no injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported after the insertion of the intra-aortic balloon (iab), there was an alarm of helium leakage and soon after that, blood in catheter was noticed. On emergency, replaced with a new catheter. It was found that shaft of catheter was broken. There was no injury to the patient.